Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, battery longevity anomaly issue was observed on the programmer. The battery longevity showed 3.1 months to elective replacement indicator however in the last in clinic visit on (B)(6) 2017 it showed 2.4 years. The battery was estimated to be 1.5 years to elective replacement indicator. The voltage plateau on the device showed normal device behavior. The session records were sent for review and device replacement was recommended. The patient was stable prior, during and post device interrogation. No further information available.

Manufacturer narrative:
Analysis of the pacemaker confirmed that the battery longevity anomaly was possibly due to a programmer software issue. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.